Event description:
It was reported that pump repeatedly displayed altitude alarm and issue was confirmed in pump history on multiple dates despite customer following precautions and keeping pump dry and clean. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.